Event description:
It was reported by the affiliate that during a percutaneous transluminal angioplasty (pta) of the right external iliac artery, an 8x80mm smart control stent was unable to cross the lesion. Predilatation was then conducted with a 3x40mm jackal balloon and the smart control was delivered again, but there was resistance. The smart control was removed from the patient, and the distal tip of the device was confirmed to be frayed. Therefore, another smart stent of the same size went placed at the lesion instead. Post-dilatation was conducted with a 7x40mm non-cordis catheter. The procedure was successfully completed. There was no patient injury reported. The device will not be returned for analysis. The target lesion was de novo, heavily calcified, and tortuous. The rate of stenosis was 90%. Approach was made from the left femoral artery with a 6f non-cordis guiding sheath. After the lesion was crossed by a non-cordis guidewire, the smart control was delivered to the lesion. But, it couldn't cross the lesion. No anomalies/damages were noted to the device when removed from its packaging. No unusual force was used at any time during the procedure. No difficulty was encountered flushing the stopcock or the sds. The smart control locking pin was in place during advancement towards the lesion. The user held the handle of the smart control sds flat and straight outside the patient.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown. Concomitant devices: 6f destination (terumo) sheath, cruise (st.jude medical) gw, 3x40mm jackal (st. Jude medical) balloon, 7x40mm (sterling, boston scientific) balloon.

Manufacturer narrative:
Complaint conclusion: it was reported by the affiliate that during a stenting procedure of the right external iliac artery, with approach from the left femoral artery a smart control stent delivery system was unable to cross the lesion. Predilation was then conducted and the smart control was delivered again, but again there was resistance. The smart control was removed and the distal tip was confirmed to be frayed. Therefore, another smart stent of the same size was placed at the lesion and post dilated. The procedure was successfully completed. The target lesion was de novo, heavily calcified, and tortuous with a 90% stenosis. No anomalies/damages were noted to the device when removed from its packaging. No unusual force was used at any time during the procedure. There was no patient injury reported. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15831891 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.